Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. A report was received from a health clinic indicating that the patient experienced inaccurate cgm values on an unspecified day following sensor insertion. No information was provided regarding the insertion site. On 07/07/2025, the patient experienced diabetic ketoacidosis (dka). Although the cgm was reported as inaccurate, no bg or cgm values were documented. No additional details were available, and multiple attempts to contact the reporter were unsuccessful. No data was provided for evaluation. The allegation and probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.